Event description:
It was reported that the patient suddenly stopped hearing. At first she heard a strange noise followed by a very low sound and then it was silent. All external components have been changed, but the problem remains still. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When availabl, a device failure analysis will be submitted as a follow-up report.